Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had generated "power up test fails code # 14" upon startup. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found several electrical fault code #14 in the fault logs. The stm tested the compressor and found that it would not pass the output test and pressure vacuum regulator calibration could not be made. The stm replaced the scroll compressor and this corrected the malfunction. The iabp then passed all calibration, functional and safety tests that were performed. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had generated a power up test fails code # 14 on startup. It is unknown the circumstances under which the event occurred. However, there was no patient involvement or adverse event reported.